Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that the sensor wire was missing from under the sensor patch on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient was not able to locate any portion of the sensor wire. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, serial number - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor pod and housing puck. Due to the missing sensor wire, the sensor wire is considered detached. The reported event of a missing sensor wire was confirmed. A root cause could not be determined.